Event description:
A customer reported the system lost power during surgery. The surgery was completed with an alternate system. After the case, a blown fuse was noted. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).